Event description:
It was reported that while the ventilator was connected to a patient it generated a technical error code indicating disabled valves and ventilation subsequently stopped. There was no patient harm. (B)(4).